Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up. Upon functional testing, it was found that operating system hdd of host pc was not detecting. The fse reset the sata connection of hdd. After which the system was return to good working order. The codes were updated based on the investigation outcome.